Manufacturer narrative:
Paralysis. Conclusion: the device info for use warns that the product "must always be removed from the site of application when used in, around, or in proximity to foramina in bone, areas of bony confine, the spinal cord, and/or optic nerve and chiasm regardless of the type of surgical procedure because surgicel hemostat, by swelling, may exert pressure resulting in paralysis and/or nerve damage."

Event description:
It was reported that a pt underwent open chest surgery in 2009. During the procedure, there was bleeding of the right eleventh intercostal artery and pleural laceration and the surgeon performed hemostasis to stop bleeding. There were also bleeding of tenth to twelveth vertebra, so the surgeon placed the absorbable hemostat. The same day, the pt's legs became paralyzed. It was found that the absorbable hemostat had swelled and compressed a nerve. The pt underwent a re-operation the following day, and the absorbable hemostat was removed. After six months, the pt recovered enough to walk without a cane.